Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient reported experiencing urinary tract infections, hip and right leg pain, resistance to antibiotics and has decreased exercise and sexual intercourse due to pain. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/08/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7 (B)(4). Date sent to FDA: 07/08/2022. Corrected information: d6a. Corrected b5 narrative: it was reported that a patient underwent a gynecological procedure on (B)(6) 2009 for stress urinary incontinence and mesh was implanted. The patient reported experiencing urinary tract infections, hip and right leg pain, resistance to antibiotics and has decreased exercise and sexual intercourse due to pain. Additional information has been requested.